Manufacturer narrative:
The echo camera files were reviewed by an immucor technical support specialist. The well images looked slightly positive, but were resulting as negative. On (B)(4) 2011, an immucor instrument service engineer performed the galileo unexpected reaction check list. The camera was replaced. Repeat testing was performed with the patients sample. Results were identical to testing performed manually. The instrument is operating as expected.

Event description:
A customer reported obtaining unexpected negative reactions and weak reactivity when performing antibody screening and identification assays on the galileo echo instrument.